Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hypoglycemia as well as hyperglycemia. The customer's blood glucose level was 45 mg/dl to 600 mg/dl. The customer also reported that the battery life diminished less than a week, rainbow effect on the screen, squirts insulin while priming and button failure. The device will not be returned for analysis.